Manufacturer narrative:
The shower chair was inspected onsite at the hotel where the incident occurred. The shower chair was in generally good condition with no excessive wear. None of the components were excessively loose, and nothing was bent or missing. The snap buttons fully engaged, with no evidence of damage or malfunction. The most notable observation was that the right front leg (as seated) was not set to a position equal to the other three legs. It was set in a position which made it approximately 0.5 inches shorter than the other three legs. The hotel representative stated that he was not aware of any changes made to the chair since the incident occurred. The hotel provided their incident report with photographs of the shower chair that were reportedly taken shortly after the incident occurred. These photographs also show that the right front leg is adjusted higher than the other three legs so that it is raised off the floor. The shower chairs assembly, installation, and operating instructions state, "ensure that all four chair legs are adjusted to the same height, and that all height adjustment buttons protrude fully through adjustment holes before use." Based on the existing complaint information and actual observations, the reported incident does not appear to be a result of a device malfunction but rather was an accident that likely resulted from user error.

Manufacturer narrative:
The patient was using the shower chair as a guest at a hotel. The injury reportedly occurred as the patient was lifting himself up from the shower chair into a wheelchair. At this time, a device malfunction cannot be confirmed, and the underlying cause of the reported issue cannot be determined. The shower chair was not returned for evaluation. The insurance representative provided photographs of the shower chair. No obvious defects with the device were observed. The legs show no signs of "buckling", as alleged; they do not appear to be bent or broken. The shower chair had been utilized by multiple individuals while it was in use at the hotel; it cannot be determined if every individual fell within the weight limitation of the device or if the device was being used according to its specifications. The shower chair was manufactured in april 2011; therefore, it has exceeded its expected life of 3 years. The shower chairs assembly, installation, and operating instructions state, "always inspect the shower chair to ensure that it is properly positioned and stable before using. Do not use if shower chair is wobbly or unstable. Users with limited physical capabilities should be supervised or assisted when using the shower chair. The shower chair is not to be used as a transfer bench, transfer device or climbing device." Should additional information become available, a supplemental record will be filed.

Event description:
A letter was received from an insurance representative alleging that the patient sustained a fractured right femur as a result of the legs buckling on a 96-2 shower chair.